Manufacturer narrative:
Date of event is estimated. A patient experiencing pain at ipg site was reported to abbott. The patient's full system was explanted. Infection was not confirmed. The patient was treated with oral antibiotics. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced pain and discomfort at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein patients system was explanted to address the issue. Patient was administered oral antibiotics to address the issue.